Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous mid left anterior descending artery that is 90% stenosed. An unspecified guide wire crossed the lesion and intra vascular ultra sound (ivus) was attempted to be performed; however, failed to cross. A 2.25x15mm trek balloon dilatation catheter was advanced to the lesion and inflated, but ruptured at 10 atmospheres during the first inflation. A non-abbott device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay reported. No additional information was provided.